Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient was unable to increase intensity of stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of broken lead was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken.

Event description:
Additional information indicates that patients lead was fractured.